Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was "up to 400 mg/dl" with ketones. To address the bg level, the infusion set site would be changed and a bolus of insulin was delivered via a syringe.. As the contact was not with the customer at the time tandem technical support was contacted and the customer was not currently receiving an occlusion, troubleshooting to determine a possible cause of the occlusions was unable to be performed.